Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9092660. Medical device expiration date: 2020-09-30. Device manufacture date: 2019-04-02. Medical device lot #: 8348694. Medical device expiration date: 2020-06-30. Device manufacture date: 2018-12-14. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes gel was smearing. This was discovered during use. The following information was provided by the initial reporter: the tubes had gel detachment at the time of centrifugation. Problems occurred in some analyzer equipment at the time of sample aspiration as they absorbed gel debris, and caused erroneous results. The sample was taken with tubes of different batches at the request of the user, not presenting major inconveniences. The warehouse temperature control was adequate at 20 ° c. In general, adequate sampling was followed. The centrifuge used for the procedure has a maintenance control card and calibration to date. Centrifuge without reports of mechanical failures or damage, according to activity control. It has an information card to ensure the correct programming of rpm according to the type of sample and tube that corresponds, as support to the personnel in charge.

Manufacturer narrative:
D.10. Device available for eval? Yes. D.10. Returned to manufacturer on: 2020-04-15. H.3. Device returned to manufacturer: yes. H.3. Device eval by manufacturer: yes. H.3. Reason code for no evaluation: other. H.3. If other specify: see h.10. H.6. Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for gel smearing with the incident lot was observed. Additionally, testing of the customer samples was performed and gel smearing was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes gel was smearing. This was discovered during use. The following information was provided by the initial reporter: the tubes had gel detachment at the time of centrifugation. Problems occurred in some analyzer equipment at the time of sample aspiration as they absorbed gel debris, and caused erroneous results. The sample was taken with tubes of different batches at the request of the user, not presenting major inconveniences. The warehouse temperature control was adequate at 20 ° c. In general, adequate sampling was followed. The centrifuge used for the procedure has a maintenance control card and calibration to date. Centrifuge without reports of mechanical failures or damage, according to activity control. It has an information card to ensure the correct programming of rpm according to the type of sample and tube that corresponds, as support to the personnel in charge.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes gel was smearing. This was discovered during use. The following information was provided by the initial reporter: the tubes had gel detachment at the time of centrifugation. Problems occurred in some analyzer equipment at the time of sample aspiration as they absorbed gel debris, and caused erroneous results. The sample was taken with tubes of different batches at the request of the user, not presenting major inconveniences. The warehouse temperature control was adequate at 20° c. In general, adequate sampling was followed. The centrifuge used for the procedure has a maintenance control card and calibration to date. Centrifuge without reports of mechanical failures or damage, according to activity control. It has an information card to ensure the correct programming of rpm according to the type of sample and tube that corresponds, as support to the personnel in charge.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for gel smearing with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text: see h.10.